Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat¿ from heartsine technologies on the 5th march 2015. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 26th november 2015 and performed to specification up to the 19th november 2017. Between the 21st november 2017 and the 4th july 2018 the device records multiple manual power ons of mainly 10 minutes duration. During this time an installed pad-pak became depleted and a further pad-pak became depleted. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device. The device prompted ¿warning, memory full, low battery, device service required¿ at shutdown with a red status indicator. This would confirm the reported fault. The device was disassembled to investigate. After further investigation it was found that the reported fault could be attributed to corrosion observed on track 13 (on button) of the membrane tail which would account for the multiple manual power ups of mainly ten-minutes duration recorded in the history log. The faults could not be replicated when the membrane was replaced. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Red status indicator flashing. No patient involved.